Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited oversensing. During the procedure, the lead was attempted to be repositioned however was unsuccessful due to the helix unable to retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, over-sensing, and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of over-sensing was not confirmed while the reported event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.